Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the initial lp was fixed, upon which inadequate electrical parameters were observed. The lp was repositioned until an optimal location was identified. Upon fixation, there was a large increase in capture threshold. It was elected to retrieve the lp and replace it with an alternate device. During the retrieval, there was difficulty advancing the protective sleeve over the lp due to tissue adhesion. The lp prematurely separated from the retrieval catheter, resulting in the lp becoming free floating in the atrium and the superior vena cava (svc). It was eventually recaptured and an alternate lp was attempted to be implanted. A viable position was unable to be found using the second lp. The decision was made to complete the procedure using a transvenous pacemaker on (B)(6) 2026. The patient was stable.